Manufacturer narrative:
(B)(4). Pump had cracked case at display window corners, reservoir tube, reservoir tube lip completely broken off and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated crack at the top of the screen on the corner left and right, happened crashed into a wall when walking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.